Event description:
Major pump unit(s) involved: blood pump. Additional text: angulation of input cannula of left ventricular assist device. Specific component(s) involved: inflow graft malfunction/malposition. Additional text: input lumen is partially obstructed (60% obstruction) by the interventricular septum. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): none. Other intervention: implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: inflow graft malfunction/malposition.